Event description:
The amount of gel in the needle sheath is not sufficient to keep needle in the sheath. While the clinician was agitating the syringe the gel filled sheath came off. The clinician stuck themself with a contaminated needle.